Manufacturer narrative:
(B)(6). (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an unknown surgery, while trying to insert the anchor of this product, the tip of this product fractured. The surgeon attempted to remove the fractured piece but was unable to do so. Subsequently, he left the fractured piece in the patient and completed the surgery. No additional patient consequences have been reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Examination of the returned device confirms the reported material fracture. Review of device history records identified no related manufacturing deviations or anomalies that would have contributed to the reported event. Root cause was undetermined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.